Event description:
It was reported that patient dislocated his hip while being standing up. Patient was previously revised for dislocation. Lateralised liner, hip stable after surgical approach, used bone hook to dislocate. Orientation of shell was assessed with introducer and alignment guide, and it was found acceptable.

Manufacturer narrative:
Results of investigation: the device in question was not sent back for investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Although an undated x-ray was provided and reviewed, details regarding the patient¿s weight-bearing status, medical history, bone quality and other additional clinical relevant information have not been provided. Therefore, it is not possible to perform a complete a thorough analysis of the reported issue. No article number or a batch number was communicated. An appropriate investigation regarding device documentation and evaluation of the device could therefore not be conducted. The stated failure mode could not be confirmed and the root cause stays undetermined. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.